Manufacturer narrative:
The suspect interface (umbilical) cable was returned to the manufacturer for evaluation. Testing found an open during continuity testing. The cable passed visual inspection.

Event description:
A site representative reported that the imaging system was displaying that it was in stand alone mode, and that it was waiting for the mobile view station (mvs) to initialize communication. The system was rebooted multiple times without resolution. There was no patient present when this issue was identified. No additional details were provided.

Manufacturer narrative:
The suspect interface (umbilical) cable was returned to the manufacturer for evaluation. Testing found an open during continuity testing. The cable passed visual inspection.

Manufacturer narrative:
The suspect interface (umbilical) cable was returned to the manufacturer for evaluation. Testing found an open during continuity testing. The cable passed visual inspection.